Manufacturer narrative:
Efforts to obtain additional details regarding the clinical observations were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a known issue with a patient's right ventricular (rv) lead which is exhibited pacing impedance measurements less than 200 ohms. No adverse patient effects were reported.